Manufacturer narrative:
Section h10: (d4) expiration date: 12-apr-2027; (g5) PMA/510(k)number: k042021; (h3) the revision reported was likely the result of pain. (H5) device manufacture date: 12-apr-2017. According the information provided, ¿upon review of x-ray it was determined the humeral head (size 44 short) was overstuffing the joint. Surgeon chose to revise by downsizing the head to a 38mm short.¿ a review of the DHR and/or the sterilization records was not conducted because the event as described does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the device. Intractable pain is listed in the total joint surgery risks section of the equinoxe shoulder system IFU 700-096-060 rev m.

Manufacturer narrative:
Pending evaluation. Concomitant devices: 300-10-45, (B)(4), anatomic replicator plate 4.5mm, 300-20-02, (B)(4), torque defining screw kit.

Event description:
It was reported that about 18 months ago, this female patient received a right total shoulder prosthesis. The patient presented at the physician¿s office with a painful total shoulder and no sign of infection. Upon review of x-ray, it was determined the humeral head (size 44 short) was overstuffing the joint. Lab work confirmed there was no signs of infection. The surgeon¿s plan was to revise by downsizing the head to a 38mm short. Reportedly, there were no complications and the patient was stable leaving or. The removed devices are not being returned to the manufacturer per hospital protocol. No further information available is at this time.